Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a cervical conization procedure on (B)(6) 2024 and suture was used. When the cervix was removed and sutured, the doctor tied a knot after suturing. When pulling the suture, the suture broke which affected the surgical process and increased the amount of bleeding from the patient's wound. A new suture was replaced to continue the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 health effect - impact code additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. After investigation, the patient was a 47-year-old woman who underwent cervical cone in hospital on (B)(6) 2024. The surgeon used w9215 for sewing the vaginal stump in a continuous suturing manner during surgery. The suture broke when knotting. The surgeon replaced a new suture of the same product code (with specific product lot unknown) for sewing again. The subsequent surgery went smoothly. This event led to prolonged operation time (with specific delay time unknown) and increased blood loss (with specific increase of blood loss unknown). The patient has been successfully discharged currently. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/5/2024. The following information was requested, but unavailable: was a reoperation required for this patient? What was the volume of blood loss? How was the bleeding treated? Was any medical or surgical intervention provided? Please describe. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.